Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The boards were re-seated in the workstation during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not boot up and had an error message. No patient injury was reported.